Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's impeded lead was explanted.

Manufacturer narrative:
A patient controller displaying an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. The rep met with the patient who identified high impedance on contacts 1-8. The patient had effective therapy using the other lead. In an update, it was reported surgery took place on (B)(6) 2023 where the lead was explanted. Effective therapy was restored/ . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000051379.

Event description:
It was reported that the patient was experiencing high impedance on one of their scs leads preventing their system from entering MRI mode. Surgical intention may take place at a later date to address the issue.